Manufacturer narrative:
PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during retrograde intrarenal surgery (rirs), prior to inserting the ngage nitinol stone extractor basket into the flexible ureteroscope, the scrub nurse noticed the basket was deformed when opening. The issue with this device was discovered prior to making contact with the patient and it was not used. The procedure continued with a new basket. The patient did not require any additional procedures due to this occurrence. No adverse events have been reported as a result of the alleged malfunction.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported, during retrograde intrarenal surgery (rirs), prior to inserting the ngage nitinol stone extractor basket into the flexible ureteroscope, the scrub nurse noticed the basket was deformed when opening. The issue with this device was discovered prior to making contact with the patient and it was not used. The procedure continued with a new basket. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, quality control data, and specifications. One ngage nitinol stone extractor was returned for investigation. Inspection of the returned device noted that the device was returned with the handle in the open position and the basket formation in the closed position. The mlla (male luer lock adapter) was loose, while the collet knob was tight and secure. The polyethylene terephthalate tubing (pett) measured 3.5 cm in length. The support sheath was found to be bent at the nose of the mlla. Functional testing of the device found that the handle does not actuate the basket formation. The coil assembly appeared to be stuck in the basket sheath. The handle was disassembled and the basket formation could not be manually actuated. There was an attempt to reassemble the handle, but the cannulated handle and coil assembly were inadvertently bent by the investigator thus preventing reassembly. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was closed and could not be opened. The evaluation found the basket assembly was stuck inside of the basket sheath, preventing the basket from opening. There was slight damage to the orange support sheath, with it being bent, but the damage appeared to be insufficient to prevent the basket from functioning. The cause for the failure of the basket to open could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.